Event description:
Pt complaining of pain. No revision at this time. Update: (B)(6) 2011 - litigation papers allege pt lives with constant severe pain in his left hip and thigh. It is also alleged pt is unable to work or perform routine daily activities. It is additionally alleged he walks with a noticeable limp and cannot stand while getting dressed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes ec1jp1. D88j51, 2992184, and d67cb1. A search of the complaint database search finds one additional reported incident against lot code 2637852 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
A complaint database search performed on this date found the same results as in the previous investigation. One additional report was found against lot 2637852. The previous review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the problem reported by the patient. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.